Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient experienced skin irritation in the form of hives. Patient did seek medical treatment and was prescribed trycilynice 1%. The patient did follow proper skin preparation.